Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via the food and drug administration (FDA) regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was "a disk pot out of [the patient's] back". Concomitant products included 2 pages of prescription meds and "a lot" of over the counter meds. It was reported that the patient had to undergo surgery in 2016 because the pump started coming through the patient's skin. The healthcare provider (hcp) put the pump back in the same spot, then "it did it again" and the hcp reportedly said "it would be ok." The patient reportedly kept telling the hcp that it wasn't working because they were staying in pain, and the hcp started giving the patient back shots. The patient reportedly begged the hcp to do something about the pump, and finally it got so infected the patient could barely walk because they were in so much pain. It was noted that the hcp didn't want to take everything out of the patient, but the patient told the hcp they wanted it out now. The pump was explanted and the hcp told the patient's husband that the patient had "done great and no infection and the pump was working great." It was further noted that the patient went to the emergency room two times after their surgery, and they would give the patient "2 antibody." The patient finally saw their hcp and was sent to a surgeon who put the patient in the hospital in 2017. It was noted that the patient was cut from their belly button to their left side about 12 inches deep, and stayed in the hospital for a while. When the patient got home, they had to have healthcare for at least three months until they didn't have to be on the "pump that kept sucking the blood out." Then the patient's husband started taking care of the patient and changing their "baggage" every day until the hcp released the patient. The hcp reportedly told the patient "don't do anything for the next year so it could heal on the inside as the outside." The hcp also reportedly told the patient that if he didn't do their surgery when he did, the patient would have passed away with all the infection the patient had in them. The hcp told the patient "it was close but he did get all of the infection out," but [the patient] "had a long way to go to get better." It was noted that the patient found out the pump was on a recall list "cause those were not working right." It was indicated that the event was life threatening and resulted in hospitalization, disability/permanent damage, required intervention, and was a serious/important medical event. No further complications were reported or anticipated.